Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient received a persona tibia, persona femur and tm primary patella on (B)(6) 2014. The patient's tibial component was revised on (B)(6) 2015 for pain and loosening. The tm patella was not revised. Note that the persona tibial and femoral components are of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.